Event description:
Patient was revised to address pain associated with loosening of the femoral band tibial components at both interfaces. Depuy cement was used in the primary surgery.

Manufacturer narrative:
The device associated with this report was not returned. X-rays were not available for examination. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions regarding the reported event based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.